Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump's screen was scratched and polarized. The bottom of the insulin pump had gauges. The insulin pump lost time 3 minutes per month and had sticky buttons. Customer's blood glucose level was not reported. The device was not returned.